Manufacturer narrative:
As part of the post market surveillance study process, olympus field personnel conducted a review of the sampling technique of the scope sampler and the following observations were noted: cardboard was brought into the sampling room. Prepared equipment with no aseptic operation. Gown was not appropriate size. Sampling staff did the sampling while touching non-sterilized field and items. Olympus field personnel instructed the appropriate technique to the sampling staff and concluded by informing the sampling staff of the deviations. The cause of the reported event could not be determined as olympus investigations is ongoing. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
The scope was sent for destructive sampling. The destructive sampling was completed but the results have not been finalized. The scope was then sent to an independent laboratory for ethylene oxide (eto) sterilization and then returned to the manufacture for a physical evaluation. A visual inspection was performed on the received condition and found yellow substance inside the scope. The yellow substance and kinks were observed in the proximal side of instrument channel. The channel was further inspected and found more yellow substance and kinks inside the instrument channel from the distal bending section side. The suction channel was checked and found additional yellow substance inside the channel from the suction channel entry side and scope connector side. Additionally, the image is working normal. A leak test was not able to be performed due to the disassembled distal end tip from destructive sampling. A review of the instrument history records indicate the scope was purchased on december 18, 2017 and the last time the scope came in for service was october 10, 2018. The most probable cause of the kinks in the channel can be attributed to handling/maintenance. The cause of the yellow stains and positive culture cannot be determined at this time. However, the manufacture will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be supplemented accordingly. The reprocessing manual provides several warning and cautions statements in an effort to prevent cross contamination. ¿an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Improper storage practices, such as not thoroughly drying external and internal surfaces (lumens) including the forceps elevator recess prior to storage, will lead to an infection control risk.¿

Manufacturer narrative:
As part of the post market surveillance study, an olympus endoscopy support specialist (ess) was dispatched to the user facility to review the reprocessing technique of the reprocessing technician. During the manual cleaning process, the ess observed the following: the user facility utilizes a custom ultrasonic flushing sink to perform flushing steps. The ess advised the user facility to follow the manufacturers instructions on operating system to perform flushing steps with the compatible tubing provided by the manufacturer and to confirm the validation of the flushing system for their model scopes. Olympus investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the destructive sampling results summary. A destructive sampling testing was performed an external laboratory. The high concern organisms were not detected during the destructive sampling. The external expert observed the following: bleaching and detachment of the glue of the head of the screw, at the distal end cover, around the nozzle. A surplus of glue around the nozzle and the objective lens. A lack of glue around the distal end cover. The external laboratory noted; considering that the contamination observed (bacillus sp.) Was due to a contamination of the endoscope and/or the samples during storage and/or dismantling, the results of this study did not highlight any area in the scope's distal end where contamination could persist even after a complete reprocessing procedure except on the top of the forceps screw (behind the external forceps) where there was a partial detachment of the glue. However, pseudomonas luteola was not isolated from the tested parts of the endoscope. On the opposite, the results obtained highlight a contamination of the internal channels. Nevertheless, the nature of the microorganisms isolated cannot permit to determine the origin of the contamination (defects in the reprocessing procedure applied to the endoscope after the last use and/or storage in non-controlled environment for a long period (the endoscope was stored 2 months before dismantling for expertise) and/ or contamination during sampling).

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause analysis report for the postmarket surveillance the referenced tjf study. There were no deviations observed during the oer-pro inspection and environmental investigation. Although no reprocessing procedure deviations were observed, based on the investigations (microbiological analysis, reprocessing procedure review, destructive sampling), insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
The reported scope was not returned to olympus for evaluation. The cause of the reported event could not be determined, however, as part of the post market surveillance study olympus will continue to investigate. If additional information becomes or if the device is returned at a later date, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for microorganisms, pseudomonas luteola after reprocessing. There were no associated patient infections reported.